Manufacturer narrative:
The device has not been returned for analysis. Therefore, the root cause of the reported high pacing thresholds cannot be confirmed.

Event description:
It was reported that during a routine device replacement procedure in 2013, this right ventricular (rv) lead was surgically abandoned and replaced, due to high pacing threshold measurements. No adverse patient effects were reported.